Event description:
Dr (B)(6) and medtronic rep (B)(4) lied to me. Said spinal cord stimulator would have non recharged battery - they placed the wrong unit in me for financial gain, also the surgeon dr (B)(6) placed the leads wrong in my spinal cord to make money because I would need more surgery. I now have regional pain syndrome and arachnoiditis and completely disabled. They also did a trial on my cervical spine and caused severe damage. I am completely disabled because of them and they also prescribed opioids for 6 years, never doing labs or explained risks of the medication nucynta that has almost killed me.